Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One sample was returned in a used condition contained within its original package. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. There was no damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. Functional testing did not detect any leaks in the product. Root cause was not determined since the returned sample passed leak testing, therefore complaint is not confirmed.

Event description:
It was reported that the inner reservoir was leaking. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08385 is no longer considered reportable, please disregard any MDR reports associated with it.